Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: the pump's black box showed that there was an occlusion alarm during the prime steps. The pump was able to perform the prime steps during the investigation with no issue. The pump was exercised for 24 hours with no occlusion issues being duplicated. The pump's force sensor was found to be calibrated. The alleged issue could not be duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were frequent occlusion alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.